Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump will not rewind. The patient's blood glucose at the time of incident was 115 mg/dl. The customer also identified a little bit of insulin inside of the reservoir compartment. Troubleshooting was initiated for the reservoir leak. The customer was unable to determine a source of the leak since all of the treatment components looked good. The reservoir in question will be returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoir filled with diluent, and connected to a new infusion set. We installed reservoir and connector into pump; reservoir did not leak.